Manufacturer narrative:
It was claimed that "system volume too small" message occurred when performing internal leakage test during pre-use check (puc). There was no patient involvement. Identification of issue has been done by analyzing problem description, device's logs and service report. Based on technician statement, the air gas module was defective. The issue has been resolved by replacing the gas module and cleaning of the inspiratory pipe. The device was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #:(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with message "system volume too small" during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).